Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula twisted event on (B)(6) 2025. The event occurred within three or more hours of insertion the insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient removed pump and has been treating manually. No further information available.